Event description:
The reporter stated that it was observed during insertion of calcaneal screws that the hexagonal screwdriver tip diameter 3.5mm markings are not accurate, following replacement of calcaneal guides in the panta instrument set. There was no known consequence to the patient.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated, based upon the reported info.